Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powered laser surgical instrument's laser fiber tip detached. The issue occurred during a ureteroscopy with cvac, laser lithotripsy, and stent exchange andretrograde pyelograms. There were no reports of patient harm.